Event description:
The device was returned for mechanical hardware failure (air compressor). Upon return, the device displayed a red pump alarm after powering on. The first battery led on the keypad failed to illuminate. Log files were reviewed and an air compressor failure was found at the time of the pump alarm. The device was opened to inspect for internal damage and perform pneumatic testing. The fva pins were dragging during operation. The fva pins and their channels were cleaned using alcohol. The fva lip seals will be replaced during repair. The pneumatic system was tested and failed during recharge and hardware testing, indicating an air compressor failure. The air compressor was swapped during investigation to confirm the complaint but testing failed again. A new air compressor will be installed during repair when available. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed and replaced.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "pump problem. No patient harm nor any active infusion stopped". A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.